Event description:
Customer reportedly obtained results of 340 mg/dl and 152 mg/dl within 10 minutes on the aviva system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.